Event description:
One device reported as having a false positive result. The complainant reported an individual performed a lucira test with a positive result. The individual followed-up with two additional lucira tests with negative results.

Manufacturer narrative:
Product has not been returned. A DHR review of the associated kit lot number (k08a110802223m1) was completed, and 0 discrepancies were found all lots passed in total per the sampling plan. A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There is one previous alleged false positive reported from this customer (3016521623-2022-00178) with lot information not provided. Therefore, it is unknown if the previous report from this customer was associated with kit lot number k08a110802223m1. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. DHR review kit lot# k08a110802223m1: sample vial lot DHR review: 2202055, 2201096 associated internal lot # 220008-3a, 2113461-4h, 20008-3h. Test lot dhrs review: 2201341, 2201342, 2112301, 2201341, 2201339, 2112120 associated internal lot # 211346.2-1f, 211364.2-1u, 2113462-1t, 210762-23w, 210762-17w, 210762-24i. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.